Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker replacement procedure on a pacemaker-dependent patient, the physician reportedly could not insert the non-microport lead into the connector port. The lead came into abutment before being properly positioned. The physician decided to implant a competition pacemaker instead, which was implanted without issues.

Event description:
During a pacemaker replacement procedure on a pacemaker-dependent patient, the physician reportedly could not insert the non-microport lead into the connector port. The lead came into abutment before being properly positioned. As the patient was pacemaker-dependent, he suffered a long cardiac pause. The physician decided to implant a competition pacemaker instead, which was implanted without issues.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The preliminary analysis of the returned device did not revealed any issue with the device.

Event description:
During a pacemaker replacement procedure on a pacemaker-dependent patient, the physician reportedly could not insert the non-microport lead into the connector port. The lead came into abutment before being properly positioned. As the patient was pacemaker-dependent, he suffered a long cardiac pause. The physician decided to implant a competition pacemaker instead, which was implanted without issues.